Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line separated from the cartridge due to the customer roughhousing. There was no reported adverse impact to the customer's blood glucose level. An infusion set change was performed resolving the issue.

Manufacturer narrative:
B2: other serious = no.